Event description:
On (B)(6) 2012, it was reported that this patient's device had 20% of battery life remaining that the patient would be referred for replacement. The device to be replaced was implanted on (B)(6) 2012. Based on manufacturer tables for battery life expectancy, even at the maximum settings (output current 3.5 ma, frequency: 30 hz, pulsewidth: 1000 usec, duty cycle: 50%), the time to ifi = yes is 0.4 years, or 3.6 months. The ifi = yes was reported on (B)(6) 2012, approximately 2.5 months after implant. Follow up with the physician was performed on (B)(6) 2012. The following information was obtained. The physician stated that the handheld device showed that the generator battery was completely dead. The physician could not recall if a flag (eos/neos/ifi) was seen; however, he referred to an empty battery icon. The patient experienced an increase in seizures beginning five to six weeks ago; however, the physician was uncertain of the exact date. The physician attributed the increase to the battery being dead. The physician stated that patient's pre-vns seizure frequency was unknown because she was implanted so long ago; however, he stated that the increase was above pre-vns levels. The physician noted that the patient had previously been doing well and having only one minor seizure per month; however, at the patient's previous appointment, the patient had several seizures in front of him. The physician could not specify on what date this appointment was. The physician increased the patient's oral medication and referred the patient for replacement. The patient last met with the physician on (B)(6) 2012. No information specific to that appointment was provided. The physician was able to locate programming history for the patient from his handheld device. No diagnostic history was available. The patient's settings from two dates were available. The 2004 date is inaccurate as the patient was implanted on (B)(6) 2012. Surgery is likely but has not taken place to date.

Event description:
On (B)(6) 2012, it was reported that the patient's physician stated that the patient's device indicated ifi = yes. The physician attributed the premature end of service to the patient's extremely high settings. It was also stated that the patient did not attend her surgical consult and attempts to contact the patient to reschedule have been unsuccessful to date. Surgery is still likely but has not taken place to date.

Manufacturer narrative:
.